Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or unexpected insulin flow blocked alarms noted. Pump error 63 (variable 3) was confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 400 mg/dl. Customer reported that insulin pump had insulin flow block alarm and the metal piece was loose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with manual injection. The customer reported that insulin pump had hardware low level failure alarm and battery failed alarm. Customer was able to clear the alarms. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be returned for analysis.